Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer noted that there was charred plastic insulation on the branches of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. On 04-jun-2024, intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The thermal damage was first observed postoperatively during the central processing. During the operation, there was no damage. The instrument did not collide with an energy instrument during the procedure. There was no arcing observed during the procedure. There was no injury to the patient.

Manufacturer narrative:
The fenestrated bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.